Manufacturer narrative:
Method; device not returned; followed up with company rep.

Event description:
It was reported that a pt underwent a kyphoplasty procedure. The procedure was completed without incident. Reportedly, the physician left the operating room and was called back as the nurse was doing compressions as the pt was brought back to the holding area. The pt expired. The physician stated that the pt died of a heart attack and he did not feel it was related to the kyphoplasty procedure. No additional info was reported.